Manufacturer narrative:
The system controller was returned to the manufacturer, and is currently being analyzed. No further information is available at this time. A supplemental report will be submitted when the device analysis is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the patient came to the clinic and stated that he was experiencing "phantom beeps", and intermittent beeps. Once in a while he would see the yellow battery alarm. The patient stated that he started noticing that he was getting "power disconnect" alarms on his display when he would connect to his power module. While the patient was in the clinic he was connected to the power module. The system controller and the power module began to alarm with critical battery, low voltage and then pump stop alarms. The patient was immediately switched back to battery power and regained power to the pump. The clinic's power module displayed a yellow wrench alarm and stayed on and then red battery alarm occurred. When the patient was connected back to the power module the alarm remained the same. The backup battery was replaced, resetting the hospital's power module. The patient was placed onto another hospital owned power module. Every time the black power lead of the system controller was manipulated a "power disconnect" alarm occurred. The patient's system controller was exchanged to his backup system controller, and the alarms were resolved.